Event description:
It was reported that the patient was not able to feel stimulation coverage from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks in september 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6) . Batch: 7078013/7079073.